Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The surgeon manually completed the anastomosis. The hospital has reported no pt injury occurred.